Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for one patient sample on a cobas 6000 c (501) module. Of the data provided, there were erroneous na and cl results. The initial na result was 112 mmol/l. The repeat results were 140 mmol/l, 139 mmol/l, 140 mmol/l, 140 mmol/l and 139 mmol/l. The initial cl result was 131.1 mmol/l. The repeat results were 100.1 mmol/l, 100.3 mmol/l, 99.8 mmol/l, and 99.2 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were deemed to be correct. There was no allegation of an adverse event. The na and cl electrode lot number and expiration date were not provided. The field service engineer (fse) performed preventative maintenance, initialization, and ise mechanism checks successfully. The customer ran calibration, qc, and precision that were within specification.

Manufacturer narrative:
There were no further issues after the service visit. The investigation was unable to find a definitive root cause.